Manufacturer narrative:
H10: h2: additional information on: a1, a2, a3, a4, b5, e1 & h6 (impact code).

Event description:
It was reported that during an arthroscopy, the ultra fast-fix suture could not be pulled, and was unable to knot. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the ultra fast-fix suture could not be pulled, and was unable to knot. The procedure was completed using a smith and nephew backup device; however, it is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The variable depth straw was not returned. A functional evaluation could not be performed because both implants have already been deployed and were not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force, excessive biodebris, or improper technique. Based on this investigation, the need for corrective action is not indicated.